Event description:
Oncology kit chemolock with red cap, chemolock port (cl4136) device malfunctioning by separating apart from each other without squeezing safety tabs as they are not fully snapping together to create that full connection. This happened with 7 sets of devices with same lot number 5850661 and 2 sets of devices with same lot number 5712003.